Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unk; lot number not provided. Product catalog number unknown, product unspecified. Product manufacture dat unk; lot number unk. Evaluation codes: conclusion code - root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim included a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the biodesign or surgisis 4-layer graft's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to a lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained a follow up MDR will be filed.

Event description:
The patient was reportedly implanted with an ams intepro on (B)(6) 2011, at (B)(6). The patient was implanted with a surgisis 4-layer tissue graft on (B)(6) 2013, at (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. The following information was not provided by the complainant: specific information of the alleged injury. Specific information regarding whether intervention was performed. Specific information regarding why intervention was performed or what type / to what extent intervention was performed. Specific correlation between device performance and alleged injury. Current patient status.